Event description:
It was reported there was oversensing on the rv lead, causing multiple shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additionally, an attorney alleges the pt suffered physical and other injury due to the recalled lead. Also alleged are inappropriate shocking, fracture or other injury due to the defective lead. It is further alleged the pt died due to the "defects" in the lead. Additional allegations state the pt suffered pain and suffering, mental anguish. Review of public database verified patient's death. Manufacturer's database shows the reported lead was not in use at the time of the pt's death. No allegation from a health care professional that the death was device related. Cause of death researched and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: proximal conductor fractured; full lead returned.